Event description:
It was reported by service report that there was fluid ingress to electrical components on the bed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.